Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was an impedance fluctuated between good impedance and greater than 4k ohms, depending on when they ran the impedance. The manufacturing representative (rep) said the setscrew was down and the hcp pulled on the lead to make sure it was secure. Rep said the hcp wiped the lead down multiple times. Rep said they tried all the troubleshooting methods. Rep said they replaced the neurostimulator and the issue was resolved.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the impedance issues were unknown. When asked what steps were taken to resolve the issue they stated that they switched to a new battery and the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.